Manufacturer narrative:
The manufacturer received the device on march 14, 2019 and performed a gross investigation. The returned valve prosthesis appears in general good conditions.

Event description:
On (B)(6) 2019 a patient received perceval pvs23 sutureless aortic heart valve prosthesis. The manufacturer was notified that during the procedure the site experienced difficulty collapsing. When the physician implanted the perceval the valve / cusps and stent were reportedly "not as usual". No other information was received.

Manufacturer narrative:
Based on the information received on (B)(6) 2019 a leak has been identified. The manufacturer performed an additional hydrodynamic test to analyze any potential root causes of the leak. The prosthesis was mounted in silicon aortic root with maximum annulus diameter per IFU (i.e. 23 mm) under pulsatile-flow conditions. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.15 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 5.9% and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No regurgitation or anomalies were observed during the open/close cycle. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. It was not possible to reproduce the claimed collapsing difficulties, and no and anomalies or deformations were observed during deployment. In addition, no regurgitation or open/close anomalies were observed during hydrodynamic testing. Therefore, the root cause detail of the reported adverse event is deemed to be no problem found. The root cause may have been attributable to the patient anatomy or unique geometries however no further information was received from the site so the exact root cause cannot be determined.

Event description:
On (B)(6)2019 a patient received perceval pvs23 sutureless aortic heart valve prosthesis. The manufacturer was notified that during the procedure the site experienced difficulty collapsing. When the physician implanted the perceval the valve / cusps and stent were reportedly "not as usual". This resulted in an intra-annular leak. The site identified all calcification was removed and the annulus was normal. No stent related issues were observed during collapsing.

Manufacturer narrative:
The manufacturer received additional information on april 24, 2019. The following updated event description has been included in section description of event or problem: on (B)(6) 2019 a patient received perceval pvs23 sutureless aortic heart valve prosthesis. The manufacturer was notified that during the procedure the site experienced difficulty collapsing. When the physician implanted the perceval the valve / cusps and stent were reportedly "not as usual". This resulted in an intra-annular leak. The site identified all calcification was removed and the annulus was normal. No stent related issues were observed during collapsing. A visual inspection was performed on the returned device. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. In order to allow an exhaustive evaluation of the functional behavior, a simulation of collapsing, deployment and ballooning phases was performed in order to attempt to replicate the claimed issue. The simulation of collapsing phases was performed using the returned valve pvs 23/m and a demo accessory kit. No problems were encountered with positioning the returned valve and no difficulty was observed during the collapsing phase. Both the outflow crown and the inflow skirt were collapsed and correctly captured by the holder. During the simulation of the valve deployment, no problems were encountered during the ballooning phase of the returned valve in the silicon aortic root: the sealing at the annulus level is guaranteed and the valve remained fixed within the annulus without observing deformations and/or anomalies. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because it was not possible to reproduce the claimed collapsing difficulties. No anomalies were observed both during the collapsing simulation and in the valve aspect once deployed. Based on this the cause of the reported event cannot be established. Fields changed: date of report, description of event or problem, date received by MFR, type of report, follow up type, evaluation codes.